Event description:
It was reported that the right ventricular lead exhibited noise oversensing. The right ventricular lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that the patient presented for a follow-up in clinic and that, upon interrogation the right ventricular lead exhibited noise oversensing.